Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was opened and not used for implant for unknown reasons. No patient complications have been reported as a result of this event.